Event description:
It was reported that the physician's programming tablet was unable to communicate with a demo generator. Troubleshooting was performed which identified that the serial cable was the issue. The physician was provided a new serial cable. The faulty serial cable is expected to be returned for analysis, but has not been received to date.

Event description:
The serial cable was received for analysis. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.